Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lymphadenectomy procedure, the device was unable to fire and locked before starting the stapling phase. The physician was unable to squeeze the handle. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.